Event description:
The physician implanted the device with the intended outcome of .25 diopters of myopia. Postoperatively the pt displayed 6.5 diopters of myopia. The implant physician returned the pt to surgery and confirmed the iol was correctly positioned in the capsular bag. Pre-op and post-op diagnostic measurements were rechecked by the doctor and confirmed as correct. The physician theorizes the lens was mis-labeled for diopter. The lens remains implanted. Batch records were reviewed and showed no deviations. Diopter measurements records from this batch were verified and confirmed to be within specifications. A review of the historical complaint database revealed no similar reports of this batch were received. The definitive cause of this diopter discrepancy remains unk.